Event description:
It was reported that during the implant procedure, the lead exhibited increasing impedance after initial implant. Decrease in r-wave amplitude was also observed. The lead was replaced, and the procedure was completed with no consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.